Event description:
The boston scientific field representative reported the patient passed away due to ventricular tachycardia. No information has been received if the patient's death has been assessed as possibly product related. Investigation remains ongoing.

Manufacturer narrative:
Following confirmation of resolution, this event will be further updated.

Event description:
Boston scientific received information that the patient implanted with this device experienced a fall. Upon interrogation of their device an episode of noise was observed on the competitor right ventricular (rv) lead that resulted in oversensing and pacing inhibition. Additional shorter episodes were found exhibiting similar noise. Boston scientific technical services (ts) review of the event noted the noise appeared consistent with minute ventilation sensor interference. Feedback was provided to the physician for additional testing of the implanted system. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
The device in this case was not returned for a post mortem analysis, as it was reportedly buried with the patient. Additionally, the device's manufacturing history records were reviewed, which confirmed a normal/standard manufacturing sequence for this device, with no anomalies and all validation tests within specifications. Boston scientific has not receive any indication that the performance of the crt-p or the previous mv oversensing events, were associated with the patient¿s ventricular fibrillation and death.

Event description:
A subsequent communication was received from the centre's physiologists indicating that the patient's fall and resulting head trauma was associated with syncope from the oversensing. Boston scientific's field representative requested the physician to investigate the syncope further, to see if the patient experienced any physical damage directly related to the pacing inhibition; however, no further information was received. The return of this product is not expected, as it was reportedly buried with the patient.